Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system with energy instability during unknown timing of the surgery in the unknown eye of a patient.

Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.

Manufacturer narrative:
Additional information and correction information provided in b.5., h.11. New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).